Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate issue showing 90 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on the variance in measured pressures affecting fill estimates and chose to load a new cartridge with new insulin onto the pump.